Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) had no transducer waveform prior to transport. Patient was involved however, there was no harm or injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp tested the fiber optics to ensure proper functionality. During the test it was seen the transducer waveform was not present. Fse ran fiber optics test again with a known good blood pressure cable and got both wave forms to show. Ran test multiple times to ensure proper functionality. Instructed customer to purchase a new cable and not to zip tie it to the device. Performed system checkout and released unit to customer for clinical use.

Event description:
N/a.